Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: h9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported issue was not reproduced. A review of the event history log revealed ''shut door - power off" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified through the log however inspection of the device did not observe any symptom or potential cause of the reported issue. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump has a close door error when the set is loaded. This occurred during testing in the biomed service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.